Event description:
A caller reported that the cartridge leaked insulin, which occurred once at the cartridge septum location. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer changed the cartridge and successfully resumed insulin therapy, and technical support initiated a replacement process for the cartridge.